Event description:
It was reported to MFR that the vns pt's device revealed high lead impedance when tested at a recent follow up visit. This was the first time this physician had seen this pt, so there is no previous diagnostic test results available from the reporter. The pt mentioned that she had experienced a fall several months prior to this office visit, however, this was the first time the device had been checked since the fall. The pt has noted an increase in staring spells, not above pre-vns baseline. Attempts to obtain additional info are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.